Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka procedure, using a t-handle, it broke when the doctor was reaming the femoral canal. Patient was not injured and a backup was available. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection confirms the t-handle fractured in the handle portion at the knurled end of the metal shaft. The t-handle is used when coupled with the canal finder to prepare the femoral canal for reaming. The t-handle fracture surface shows multiple regions of crack initiation. This was likely caused by bending, torsional, or impact mechanical overload. The broken handle pieces were returned. The clinical/medical evaluation concluded that per complaint details, the device broke during reaming of the femoral canal. Reportedly, a back-up device was available, and no delay / no patient injury resulted. Responses to requested clinical documentation was not provided as of the date of this clinical assessment. The product evaluation noted the broken handle pieces were returned and the fracture surface shows multiple regions of crack initiation. S+n recommends that all reusable instruments be routinely inspected for functionality/wear/damage and replaced as necessary. The patient impact beyond the reported device breakage could not be determined; however, no patient injury or surgical delay was reported. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.